Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the socket wrench ø11 (p/n: 321.150-us, lot number: 9396191) was received at us cq. Upon visual inspection of the complaint device showed the cylinder pin had broken off and the headpiece got separated from the shaft. Additionally, some nicks were observed on the surface of the connecting pieces. No other issues were observed with the complaint device. This complaint was confirmed as the device was received broken. No definitive root cause could be determined based on the provided information. The potential cause for the reported condition could be due to the unintended force applied to the device. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 321.150-us. Lot: 9396191. Manufacturing site: bettlach. Release to warehouse date: 21 april 2015. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure the socket wrench was broken while removing the clamp. Back up wrench was available. Procedure was completed successfully without any surgical delay. No fragments were generated and no patient consequences. This report is for one (1) combination wrench-8mm width across flats. This is report 1 of 1 for (B)(4).